Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's daughter called and reported that her mother's blood glucose has been elevated to 400-500 mg/dl range and her mother is feeling very ill. She reported that her normal blood glucose values are in the 100's mg/dl. The daughter stated that she was afraid her mother had not primed the infusion set after changing in the night before. During troubleshooting, the daughter disconnected the mother from the infusion device and attempted to prime but insulin did not drip from end of the tubing. The daughter primed the infusion set tubing. She also reported that she was seeing large bubbles in the insulin cartridge that she could not get to move. She was advised to change the cartridge and infusion set tubing. The daughter changed both the insulin cartridge and infusion set tubing and administered a bolus. The patient's blood glucose began to reduce, and at the end of the call her blood glucose was 348 mg/dl. The patient did not require medical assistance from a healthcare professional to address the issue. No product will be returned for evaluation.